Event description:
An ophthalmic coordinator reported that after having some difficulty priming the system, the infusion tubing and vitrectomy probe was changed due to the "infusion not keeping up with the suction from the probe." There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).